Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical statement: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a drain complication encountered. Please check patient line and drain line message during drain 0 of 4 of treatment. The patient was drained prior to leaving the hospital. Multiple attempts were made to acquire the details concerning this patient¿s hospitalization; however, no additional information was obtained. In the intake, it was reported the patient was drained before leaving the hospital, giving reason to believe the patient underwent pd therapy during this hospital stay. However, specific patient information, reason for hospitalization, diagnosis(es) and patient status post-discharge remains unknown at the time of this reporting.